Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she cannot see clear for distance. Additional information was provided by the consumer who reported that she did not want to wear glasses. She cannot see street signs. No further information is expected as the consumer does not want her doctor contacted.